Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he will be undergoing surgery for a hernia repair (B)(6) 2016. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the volume used for patient's treatment was monitored and adjusted to prevent the hernia from protruding. The patient's pdrn was not aware that the patient was scheduled for surgery. Patient medical records was requested.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.